Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: name and address: confidential. E2: healthcare professional: confidential. E3: occupation: confidential. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire separation because the sample was not returned for assessment. The exact root cause of the foreign body found in the patient during the procedure could not be determined, and it is unknown of the guidewire actually separated or not. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
Terumo medical received an FDA medwatch report # mw5118696. The event description states: "this 52-year-old males presented on (B)(6) 2023 due to st elevated myocardial infarction and underwent left heart catheterization. A terumo glidesheath slender 6 french by 10-centimeter kit with nitinol/floppy wire (item code 50-1060) was utilized to obtain radial access. On (B)(6) 2023, a wrist x-ray was obtained with identified a foreign body. The patient underwent a peripheral angiogram and the retained foreign body, guidewire, was removed. Review of this event was unable to determine if the guidewire broke or this was a shearing injury."